Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("right insert migration in uterine cavity") and device breakage ("plain abdomen xray confirmed there was a residual part of essure inserts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("constant abdominal pain"), back pain ("back pain"), headache ("headaches"), fatigue ("intense fatigue"), dizziness ("dizziness"), menometrorrhagia ("hemorrhagic menstruation, random onset of bleeding sometimes every weeks or with long time distance"), ovarian cyst ("repeated ovarian cyst"), uterine leiomyoma ("fibroma"), vulvovaginal mycotic infection ("vaginal mycosis"), weight increased ("weight gain") and dyspareunia ("painful intercourses"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("plain abdomen xray confirmed there was a residual part of essure inserts"). The patient was treated with surgery (removal of essure inserts in late (B)(6) 2016 via laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, complication of device removal, abdominal pain, back pain, headache, fatigue, dizziness, ovarian cyst, uterine leiomyoma, vulvovaginal mycotic infection, weight increased and dyspareunia outcome was unknown and the menometrorrhagia had not resolved. The reporter provided no causality assessment for abdominal pain, back pain, complication of device removal, device breakage, device expulsion, dizziness, dyspareunia, fatigue, headache, menometrorrhagia, ovarian cyst, uterine leiomyoma, vulvovaginal mycotic infection and weight increased with essure. The reporter commented: pelvic ultrasound confirmed migration of right insertion in uterine cavity. Removal of essure inserts was performed via laparoscopy in late (B)(6) 2016. Bleeding was persistent. Plain abdomen x-ray confirmed there was a residual part of essure inserts. Uterus removal was considered. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: confirmed residual part of essure. Ultrasound pelvis - on an unknown date: confirm migration of right coil in uterine cavity. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: device expulsion. The analysis in the global safety database revealed (B)(4) cases. Device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.